Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 350 cc silicone prosthesis experienced left sided capsular contracture unknown grade, and right sided pain and rupture post procedure. The patient had an MRI examination and it didn't show anything, but her doctor said it could be falling out of the shelf underneath. The patient started feeling softer about 3 months ago and it's getting worse. The left side looks so much bigger then the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.